Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following field: b5, d8, h4, h6. The device was not returned to olympus for evaluation and the event was not confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned, a root cause could not be identified. Olympus will continue to monitor the field performance of this device.

Event description:
It was reported that the forceps could not be inserted nor removed during a therapeutic cpre procedure.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device cannot be inserted or removed. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.